Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced overdose symptoms; a drop in blood-pressure, somnolence and bradycardia from some hours after the last two refills. The patient was observed for "some hours" and then went back to their "habitual state". It was noted, this did not occur after every refill so, they suspected that there were "certain conditions that could cause the incidents". Filling difficulties were reported due to suspected micro-leakage. Volume discrepancies were also noted. The cause of the discrepancy was listed as "suspected optical minimal measured discrepancy". The pump was used to deliver morphine. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the event had not resolved. The patient's symptoms were suspected to be caused by a micro leakage into the pump pocket tissues caused by the needle being in the edge of the refill septum. There was no measurement of the volume discrepancy as "it was little and suspected to be around 0.5 ml." The patient was scheduled for a refill that would occur on (B)(6) 2014.

Manufacturer narrative:
(B)(4).